Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
When impacting the cup, the pre-assembled plate broke. The fragments were removed from the patient. The same implant was implanted with a procedure time increased by 15 minutes.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving a novae e 41 th cmtls dl mob cup w peg grp was reported. The event was confirmed by product inspection. Method & results -product evaluation and results: visual inspection indicated the device, called pcj, was returned fractured. The pcj is broken at the ledge into 2 independent parts. Investigation was performed using stereo microscopy. Signs of wear as well as indications of overload around the fracture point were observed, as shown on the associated images. No manufacturing or material-related defects were observed on the device surfaces examined. The breakage of the plate is due to overload and does not result from a manufacturing defect. Similar devices do not present a risk when used according to the accompanying documentation. No additional inspection step is required. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection indicated the device, called pcj, was returned fractured. The pcj is broken at the ledge into 2 independent parts. Investigation was performed using stereo microscopy. Signs of wear as well as indications of overload around the fracture point were observed, as shown on the associated images. No manufacturing or material-related defects were observed on the device surfaces examined. The breakage of the plate is due to overload and does not result from a manufacturing defect. Similar devices do not present a risk when used according to the accompanying documentation. No additional inspection step is required. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.